Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model: (B)(4), implantable pacing lead; implant: 2014 (B)(6). (B)(4).

Event description:
It was reported that during a echocardiogram procedure the physician noticed a right atrial (ra) lead had dislodged. The physician chose to revise the lead and reposition it. No patient complications have been reported as a result of this event.